Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was removed after three years. It was removed because it wasn't helping relieving the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.